Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 589 (mg/dl). Customer changed infusion site and administered a correction bolus to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they would contact tandem technical support if they continue to experience elevated bg levels.